Event description:
It was reported that during a meniscus repair, the fast-fix 360 t was pulled out when the suture was tightened. The procedure was completed using a competitor device; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that both t implants were pulled out when the suture was tightened, no intervention was necessary and no complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a meniscus repair, both t implants of the fast-fix 360 were pulled out when the suture was tightened. The implants were removed from the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes, using a competitor device from starsportmed. No further complications were reported.